Event description:
Unomedical reference no.(B)(4). Event occurred in canada. On 01 april 2024, patient has reported that infusion set cannula was kinked. The blood glucose level was 20mmol/l. The events occurred within 3 hours of insertion. The insertion site was at abdomen. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.